Event description:
Pt in (B)(6) has been receiving hd mtx over 24 hrs. Around hr12, rn was called into the room to find that the IV filter got disconnected at the spiros junction, leaving the bicarb fluid with chemo leaking in pt's bed. At this time, pt's port is intact with neutron cap connected to the engaged broken spiros allowing the blood back flow contaminating the patient's clothes. The IV tubing was found to be anchored to the patient's shirt using the anchoring clip. Rn noticed that the primary line had regular filer connected with spiros instead of actual chemo filter. Pt is pediatric with the tendency to roll around constantly in bed, tangling the lines. Notified the provider in house, fellow on-call, and pharmacy. Decision was made to draw blood cultures and continue the chemo since the chemo line was not contaminated during the incident. A new hydration line was made and the existing chemo line was y'ed into that before connecting it to the patient. Parents were understandably upset and worried about the few hours of missed chemo. Rn and the fellow were able to explain the further plan to them. Day team would check with pharmacy regarding the missed few hours of chemo and take necessary actions accordingly. This is all the information we have available.